Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned cut in two segments. Internal insulation abrasion was found at 7.2-8.8cm from the distal tip. The etfe coating was intact at the same location. Reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis.